Event description:
It was reported that: this was an incidence in cardiosurgery, intubation of small very young patient. Normal condition. Nurse inflated the cuff, visual inspection, lubricated the tube. But anesthiologist saw the patient didn't reach normal ventilation values. Higher pressures and saw patient was not ventilated enough. They heard air was leaking. So they extubated the patient and tried again with an other tube successfully. After another visual inspection of the first tube showed there was a hole in the tube close to the cuff. Patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "leak - gas leak - connector and/or tube" was confirmed based upon the sample received. Visual examination of the returned et tube revealed that there was a hole in the notch of the tube where the inflation line enters the tube. An investigation within the company was previously opened to further investigate this complaint issue by the manufacturing site. The hole in the notch was caused by an incorrect insertion of the pin that creates the notch during manufacturing. Corrective actions were implemented on 18 april 2023 to help prevent this issue from recurring. The returned sample was manufactured prior to these corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: this was an incidence in cardiosurgery, intubation of small very young patient. Normal condition. Nurse inflated the cuff, visual inspection, lubricated the tube. But anesthiologist saw the patient didn't reach normal ventilation values. Higher pressures and saw patient was not ventilated enough. They heard air was leaking. So they extubated the patient and tried again with an other tube successfully. After another visual inspection of the first tube showed there was a hole in the tube close to the cuff. Patient was reported as fine post the procedure